Manufacturer narrative:
The device has not been returned to olympus for evaluation and a definitive root cause cannot be determined. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The user facility reported to olympus that their scope image kept "knocking out and going black" the problem was observed on setup of the device. No patient harm or injury was associated with the reported problem. The intended procedure type is unknown. The procedure was completed using another similar device.

Manufacturer narrative:
This supplemental report is submitted to provide the device evaluation results and device history record (DHR) review. The suspect device was returned for evaluation and the reported problem was not reproduced. A root cause cannot be conclusively determined. However, leakage from the ob-lens and scope-connector were found. Since leakage from the ob-lens and scope-connector were found on device evaluation, the image abnormality may have occurred due to shorting-out of the internal circuit board, caused by fluid and/or moisture invasion of the scope. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications.